Manufacturer narrative:
One device was returned for analysis of complaint of line blocked alarm. As received, only the cannula and adhesive pad were returned. The cannula was observed to be bent from its original position. No other damages or anomalies were observed. The reported issue of line blocked can be confirmed.

Event description:
It was reported that a line blocked alarm had been received by person with diabetes (pwd) following the initial pump start. Upon investigation, the infusion site had been removed, revealing a bent cannula. The infusion site had been replaced, and basal delivery had been resumed on the same day. The event occurred while in use with a patient and the operator of the device was the lay user or patient.